Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that customer experienced high blood glucose readings, with sensor display showing ¿high¿ and exact value unknown, and cause of high blood glucose remained unknown. Customer addressed high blood glucose by giving correction injection with multiple daily injections, followed instructions from support to inspect infusion site, tubing, and connections, confirmed no issues with supplies or insulin handling, and was advised to consult healthcare provider about factors affecting blood glucose and to replace supplies as needed before resuming insulin use.